Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that she was trying to get an MRI for her left lower back but since 8-10 months ago when she noticed, scs stopped working and it no longer gave the effect it used to, she stopped recharging it. Pt said she last recharged probably a good 5-6 months ago. Pt said she tried to recharge on (B)(6) 2021 and noticed the charger is unable to find her ins to recharge it. The patient will be having the system removed.